Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31706532l and no internal actions related to the complaint were found during the review. Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
According to the information received, it was reported temperature and impedance errors after changing all components using a qdot micro. Additional information indicated that the shaft was damaged and the wires were exposed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. As such, section d9 was updated. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage, exposed wires or anomalies on the device were observed. The device was connected to the generator, and an ablation cycle was performed, and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The internal component exposed, temperature and impedance issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: if the generator does not display temperature, verify that the cables from the catheter to the carto¿ system patient interface unit (piu) and the cable from the carto¿ system patient interface unit (piu) to the generator are properly connected. If temperature still is not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf power. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
From the moment they wanted to start ablating, there was no impedance. After changing the cable, the problem persisted. Changing the dongle did not help. Restarting the ngen rf generator did not bring relief, neither did adding a second indifferent electrode. Finally, they changed the catheter without immediate result. After a new restart of the ngen, they had impedance, and it seemed they could ablate. However, when pressing the pedal to ablate, the temperature disappeared, and they received error 200 regarding the map thermocouple, as well as a catheter sensor error. They changed the catheter again and the problem seemed to have been resolved two seconds into the ablation, and again a temperature error appeared. At this point, they had three catheters opened and no more solutions were available. They had to switch to a smarttouch catheter to avoid using the dongle since no third dongle was present. This resolved the issue, and they could finish the case safely. With this initial information, the event is not MDR reportable. However, additional information was received on 07-nov-2025 which indicated that it looked that the shaft was damaged and the wires were indeed exposed. This is now considered MDR reportable. It was also indicated that there were no lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the device. There was no detachment. The damage was on the shaft about 10 cm proximally from the tip.